Manufacturer narrative:
(B)(4) - no known impact or consequence to patient. Migration of device or device component. No failure detected. The 5-6mm adoii was received at sjm and decontaminated. The adoii was examined grossly and microscopically, and was confirmed not to contain any defects or anomalies. The adoii was confirmed to meet dimensional specifications when measured with a caliper. The adoii was then loaded into a 5f loader, and deployed and retracted without any difficulty or deformation, under non-physiological conditions. The device history record for this product was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. The cause for the reported embolization remains unknown.

Event description:
A 5-6mm amplatzer duct occluder ii (adoii) was deployed and released from the delivery cable with full occlusion. Twenty-five minutes post release the adoii was noted to have embolized to the left pulmonary artery. The adoii was successfully snared with no adverse event to the patient. An amplatzer duct occluder (ado) was successfully implanted.

Manufacturer narrative:
(B)(4)